Event description:
Device: gambro prisma dialysis machine. This occurred while the pt was being dialyzed. There was an access pressure alarm. Shortly thereafter the access pressure pod popped and split on the side and spewed blood onto the floor, and on the lower extremities of the nurse. The pt lost approx 25-50cc of blood. There was no pt injury. And intervention was not required. Dates of use: (B) (6) 2010 - (B) (6) 2010.